Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had a scratched display window, cracked case at the screen corners, broken belt clip slot, broken battery tube threads, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed while attempting to prime. The blood glucose reading was 58mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.